Event description:
It was reported that a user received a brief signal loss alert with the continuous glucose monitoring system, after which readings resumed without further intervention, consistent with an intermittent communication failure associated with the electrical/magnetic subsystem, specifically the antenna. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included user communication and analysis of information provided by the user or third party. Investigation of this case revealed an interoperability issue consistent with intermittent communication failure linked to the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.